Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The patient presented emergently with a myocardial infarction. Using the right femoral approach, pre-dilation was performed in the proximal left anterior descending (lad) artery with a 2.5x15mm apex balloon inflated to 8 atms for 10 seconds. An aspiration catheter made several passes and then a 3.0x15mm apex balloon was advanced and inflated three times to 8 atms for 8 seconds. Next a 3.0x32mm veriflex stent was advanced and deployed in the proximal lad at 13 atms for 30 seconds to successfully complete the procedure. Six days later, the patient presented emergently with in-stent thrombosis and a myocardial infarction. Again using the right femoral approach, treatment consisted of angioplasty with a 3.0x15mm apex balloon inflated to 10 atms for 30 seconds followed by intravascular ultrasound. Additional angioplasty was performed with a 4.0x20mm quantum nc balloon inflated to 10 atms for 45 seconds and 12 atms for 35 seconds. Next a 4.0x8.0mm veriflex stent was deployed at 9 atms for 40 seconds. No further patient complications were reported and the patient status is stable.